Event description:
It was reported that the patient experienced unspecified issues with a previous sling. A new artificial urinary sphincter (aus) was implanted. No information about the patient outcome is available at the moment. Additional information was requested and it was confirmed sling is still implanted. No further information available.